Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and non-calcified left forearm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation when dilated at 18 atmospheres for about 15 seconds. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.